Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk crt-d implanted: (B)(6) 2013; 1688tc lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was found to have dislodged within the coronary sinus. The lv was explanted and replaced successfully. No patient complications have been reported as a result of this event.